Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative (rep). It was reported that the lead migration was confirmed but the lead lot number and localization were not specified. It was also reiterated that the lead was repositioned and antibiotics were given.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead.

Event description:
Information received from a healthcare professional from a clinical study reported a lead migration/dislodgement. Diagnostics included an examination on (B)(6) 2016 that identified a wound where the lead was visible through the skin. Interventions involved repositioning the lead component the next day. Antibiotics (rifampicine and tavanic) were administered on the day of repositioning. It was noted the event had resulted in in-patient hospitalization and an urgent care visit. Etiology was reported as not related to the device or therapy and related to the implant procedure. The outcome was resolved without sequelae (B)(6) 2016.

Manufacturer narrative:
Other applicable components are: product ID: 3389-40, lot# 0207913790, product type: lead.

Event description:
No new information was received.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 3389-40, lot# 0207913790, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the etiology was also updated to related to the device/therapy and not related to the implant procedure. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The etiology was updated to possibly related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the clinical events committee (cec) results indicated the event was related to the device or therapy and was not related to the implant procedure.